Event description:
A malfunction alarm identified as "malf 16" was reported, but there was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for the replacement of the pump and guided the customer on how to put the faulty pump into storage mode before returning it. The customer understood the instructions and agreed to return the problematic pump using the provided pre-paid label within 10 days.